Event description:
Patient reported that the device generated a blood glucose result of 635 mg/dl or 645 mg/dl (patient could not recall exact value). The device's numeric reading is 10- 600 mg/dl; values > 600 mg/dl should display as "hi". Patient indicated that therapy was not modified based on this result. No patient injury was reported and no treatment was received. While on the line with technical support, patient reviewed the device memory and found that the corresponding value was recorded as "hi." Technical support requested the return of the suspect product and replacement product was shipped.